Event description:
The customer reported that their pump screen was dark and would not turn on, even after trying various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. The replacement pump was sent with updated software, and instructions were provided to the customer for putting the faulty pump into storage mode before returning it to tandem. The customer understood and acknowledged the instructions and the resolution process.